Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing, and the rear housing to be broken. Functional testing was unable to duplicate the reported problem. No fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's upstream sensor is defective. There was unknown patient involvement.